Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an ablation procedure, the irrigation tube of the cool path catheter separated from the handle. The physician was performing an ablation procedure when it was noticed there was fluid leaking from the irrigation tubing. The catheter was removed from the patient and inspected when the irrigation tubing separated from catheter near the proximal end of the catheter handle. There were no adverse consequences to the patient.